Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant, this atrial lead had dislodged causing loss of capture and no sensing. The lead was repositioned without further incident. No additional adverse patient effects were reported.